Manufacturer narrative:
On (B)(4) 2015, the field service engineer (fse) found that the retic shear valve was worn and had leaked. The fse replaced the retic shear valve to resolve the issue. The leak from the shear valve damaged the light scatter preamp so that component was replaced. The probe wipe motor was causing increased primer counts so the fse replaced the probe wipe motor. The diluter 2 interface card was replaced in order to get the probe wipe operational. After these repairs the primer counts were still high. It was determined that the diff power supply harness to the ttm (triple transducer module) needed to be replaced. The fse replaced the diff power supply wiring harness to fix the high primer counts problem. The repairs were verified per established procedure. (B)(4).

Event description:
The customer reported that the primer background was high on the coulter lh750 hematology analyzer during startup. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.